Event description:
It was reported by the vns patient that she experienced an increase in seizures after the vns device was programmed on initially. The patient had been implanted with the vns device back in (B)(6) 2006. Review of programming history available in house reveals that the device was programmed on back in july 2006 and the settings were incrementally increased up thru (B)(6) 2007. The device was interrogated as recent as (B)(6) 2010 where the device was still programmed to deliver stimulation. Good faith attempts to obtain additional information from the treating physician have been made, however no further information has been received to date. It was also reported that the treating neurologist was planning to refer the patient for generator replacement, however, the patient has expressed that she does not want to have surgery.